Event description:
As reported, patient had a hip revision due to significant poly wear and osteolysis. X-ray received. No additional information received.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of a combination of the risk factors such as use error, implant positioning, implant size selection, patient factors, the use of an implant packaged in a nylon vacuum bags without evoh for more than 2 years, and/or surgical approach. However, this cannot be confirmed as the device was not returned for evaluation and adequate information such as index surgery date, part/serial numbers, and patient demographics was not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root caused associated with ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.